Event description:
Patient reported elevated blood glucose levels for the past 2-3 weeks with readings around 20.0-23.0 mmol/l (360-414 mg/dl). Patient reported contacting the diabetes nurse on (B)(6) 2010; advised to use injections. Patient is currently in the hospital. Patient stated when her blood glucose is stable she can use the infusion device again. Patient reported the infusion device gave a lot of e4 (occlusion) errors in the last few weeks. Patient stated she gave her boluses with the injection pen. Patient reported having a lot of stress. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.